Manufacturer narrative:
A device history record (DHR) review and additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter leaked in contrast and was visualized in fluoro. There was no reported patient injury. The lesion was not calcified. There was no vessel tortuosity. The device was stored and handled per the instructions for use (IFU). The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. Other additional procedural details were requested but were unknown. The device will not be returned for evaluation as it was already discarded in the site.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4,h1,h6,h10. As reported, the balloon of a 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter leaked contrast and was visualized in fluoroscopy. There was no reported patient injury. The lesion was not calcified. There was no vessel tortuosity. The device was stored and handled per the instructions for use (IFU). The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. Other additional procedural details were requested but were unknown. The device was not returned for evaluation as it was already discarded in the site. A product history record (phr) review of lot 82177776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿balloon¿ leakage - during positive pressure¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors or vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the information available nor the phr results suggest that the reported events could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.